Event description:
Used fixodent/polident. Notice numbness in left, hand snapping objects, stuff just fall thru my hands but realized something was wrong just don't know what. Doctor appt in 2010. Dose or amount: denture cream. Frequency: 2-3x daily. Route: oral. Dates of use: 2006 - present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.